Manufacturer narrative:
The device was not returned to olympus for evaluation. Olympus followed up with the user facility via telephone and in writing to obtain additional information regarding the reported event but with no result. The exact cause of the reported event cannot be determined. However, the instruction manual warns user¿s ¿increasing the inflation pressure, once the labeled diameter is reached, primarily increases the delivered radial force of the balloon. Due to risk of patient injury, it is always advisable to use the least pressure needed to achieve sufficient tract dilation. Excess pressure application can cause balloon rupture. The rated burst pressure of the balloon catheter is identified on the product label and on the back of the inflation port, and should never be exceeded during inflation. Over-inflation of the balloon may cause a rupture and could result in patient injury.¿

Event description:
Olympus was informed that during an unspecified procedure, the balloon was inflated and burst into pieces inside the patient. The user facility reported that the balloon pieces were successfully extracted from the patient. It is unknown if the intended procedure was completed. There was no patient injury reported.